Manufacturer narrative:
Based on the claim against the product by the customer noting that the insulation broke off of the instrument, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device, but the product has not yet been returned.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the insulation of the universal seal broke off into the insulation tubing. There were no reports of fragments falling into the patient. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter but there was no additional information available.